Event description:
Event was reported to (B)(4) by an atty. The patient has suffered pain, infection, difficulty during sexual intercourse, and urinary incontinence. No further info has been provided.